Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was not confirmed. In addition, due to adhesive peeling between objective lens and distal end, water tightness was lost. Due to damage on lock engagement lever, bending section could not be fixed firmly. The control unit had a scratch. Grip had a scratch. Angulation lever had a scratch. The up/down plate had a scratch. Right/left plate had a scratch. Switch button 1 had a scratch. Light guide cover glass had a scratch. Light guide connector had a scratch. The video connector had a crack. The video connector had a scratch. Video connector case had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the endoeye flex deflectable videoscope image could not be displayed and could not be recovered (with an error code). The event occurred during preparation for use. The unspecified therapeutic procedure was able to be completed. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5 event description. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed the event occurred by stain, etc. At the electrical contacts section. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. "[Inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.